Event description:
Crd_946 - triluminate pivotal study report. Patient ID:(B)(6). It was reported this was a triclip procedure performed to treat grade 5 tricuspid regurgitation (tr). The triclip was advanced to the tricuspid valve, however the triclip failed the final arm angle test. The triclip opened when testing the lock. The triclip was not implanted and was removed. A total of two tricips were implanted, an xtw in the anterior and septal leaflets and an xtw in the posterior and septal leaflets. Tr was reduced to 2-3. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided. As of (B)(6) 2022 the device is included in the correction notice due to an increased rate of reports for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated, and a conclusive cause for the reported unintended movement could not be determined in this complaint. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).na